Event description:
It was reported that the patient present with angina and the procedure was to treat a de novo lesion in the left anterior descending (lad) artery with mild calcification and moderate tortuosity. Two xience prime stents, 2.5x18mm and 3.0x23mm, were implanted. It was then noted upon reviewing the stents implanted that the patient developed a blockage with the 2.5x18mm stent. Angiography was performed and confirmed to be thrombosis. The patient was managed by the physician and medication was administered. There was no clinically significant delay in the procedure. There was prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.